Event description:
The surgeon reported a capsule tear during lens insertion and performed a vitrectomy. No further info could be obtained from the doctor. It is unknown if the product caused the capsule tear.